Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that at the initial activation on (B)(6) 2010, the pt had no auditory stimulation. Increasing mcl to very high levels and running art at high levels with increased pulse durations did not improve. Testing showed values within normal limits. Exchanging the external parts also did not improve. Regarding the implantation on (B)(6) 2010 supposedly a full insertion was achieved. In the operating room, 4 channels with increased impedance were seen. According to info received from the audiologist, the CT report shows the electrode to "terminate in the left mastoid antrum".